Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overactive bladder since 2018. Concomitant products included ethinylestradiol;norgestrel (ogestrel-28) since 2015 and tolterodine since 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metal taste"), hot flush ("hormonal changes describe: hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating,") and abdominal pain lower ("pain lower stomach"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysgeusia, hot flush, dysmenorrhoea, abdominal distension, abdominal pain lower, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysgeusia, dysmenorrhoea, fallopian tube perforation, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion, perforation (fallopian tube). Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Date of implant updated, events- " pelvic pain, abdominal pain" lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overactive bladder since 2018. Concomitant products included ethinylestradiol;norgestrel (ogestrel-28) since 2015 and tolterodine since 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("pain lower stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bloating"), dysgeusia ("metal taste") and hot flush ("hot flashes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal distension, dysgeusia and hot flush outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysgeusia, dysmenorrhoea, fallopian tube perforation, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition date(s) of insertion: (B)(6) 2015, (B)(6) 2015 (as per pif) discrepancy noted trailing coils: right-3 , left-8 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion, perforation (fallopian tube). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overactive bladder since 2018. Concomitant products included ethinylestradiol;norgestrel (ogestrel-28) since 2015 and tolterodine since 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metal taste"), hot flush ("hormonal changes describe: hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating,") and abdominal pain lower ("pain lower stomach"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysgeusia, hot flush, dysmenorrhoea, abdominal distension, abdominal pain lower, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysgeusia, dysmenorrhoea, fallopian tube perforation, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition date(s) of insertion: (B)(6) 2015 (as per pif) discrepancy noted. Trailing coils: right-3 , left-8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion, perforation (fallopian tube). Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: medical record received. Reporters in formation and rcc were added. There was no significant change in the medical context of case. Imrdf/FDA codes updated. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overactive bladder since 2018. Concomitant products included ethinylestradiol;norgestrel (ogestrel-28) since 2015 and tolterodine since 2018. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metal taste"), hot flush ("hormonal changes describe: hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating,") and abdominal pain lower ("pain lower stomach"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysgeusia, hot flush, dysmenorrhoea, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysgeusia, dysmenorrhoea, fallopian tube perforation, hot flush, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion, perforation (fallopian tube). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. The event injury nos was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal taste, hormonal changes describe: hot flashes, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: bloating, lower stomach pain, perforation (fallopian tube) were added. Patient's medical history was added, concomitant medications were added. Laboratory data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.